Manufacturer narrative:
B3. Date of event: month and year of event have been provided, but day is unknown.investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the cuff did not inflate. There was patient involvement, and no patient harm/adverse event reported.

Manufacturer narrative:
H6: evaluation codes updated. Device evaluation: one sample was received. Under visual inspection the sample appeared to be in good condition. The inflation test was repeated on the received sample. It was found that the cuff was leaking. A hole was found. Due to the fact that the cuff leak was not observed prior to use it is the most probable that the reported failure occurred during the tracheostomy procedure or during use due to contact with a sharp edge. No trend of similar customer complaints was identified. No lot history review was performed because no lot number provided.